Manufacturer narrative:
(B)(4). The device was received and repaired at the service center. The complaint was not confirmed due to the lack of specific failure reported. Further deficiencies were found at the service center following repair of the device. The motor did not start upon use of the keypad. A short circuit in the motor cable was found, and the motor was found to be corroded therefore the motor was replaced. Resistance values on the keypad were found to be out of specification, therefore the hand control set was replaced. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed 1 dissimilar complaint for this serialized device with the product code that was released to distribution.fluid contact with the motor component has the potential to cause corrosion of the motor component, and may be a potential root cause for the reported failure. Electrical shorts in motor cables have the potential to impede function of the motor, and may be a potential root cause for the reported failure. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol was defective. During service and repair, a short circuit in the motor cable was found, and the motor was found to be corroded it was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.